Event description:
It was reported that the customer had a loose drive support anomaly on the insulin pump. The customer's blood glucose level was 93 mg/dl. The customer report that the drive support cap is sticking out. The customer was advised to follow their medically prescribed back up plan. The customer was that insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.